Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to experiencing an elevated blood glucose (bg) level. Suspected cause was not known; no issues were observed with the cartridge, infusion tubing or cannula. Customer administered insulin via manual injections to address bg. Customer was treated with intravenous insulin. Customer was discharged on (B)(6) 2018 with no permanent damage.